Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received eight appropriate treatments and a non-lifevest defibrillation. The device was started up at 18:33:52 on (B)(6) 2023. At 23:22:44, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm with pvcs transitioning to vt @ 280 bpm. At 23:23:21, the patient received the first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb and motion artifact. At 03:11:01, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 03:11:31, the patient received the second appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact degrading to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:11:58, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity/unconducted p waves degrading to vf with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:16:00, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 03:16:18, the patient received the non-lifevest defibrillation. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with CPR/motion artifact degrading to vf. The patient received the non-lifevest defibrillation 15 seconds into the detection sequence. At 03:17:15, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:18:01, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vt @ 240 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm with CPR/motion artifact, pvcs and hb. At 03:18:41, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vt @ 240 bpm. Post shock rhythm was sinus beat transitioning to vt @ 280 bpm. At 03:19:22, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with CPR/motion artifact. At 03:19:58, the patient received the eighth appropriate treatment. Rhythm at time of treatment was vt @ 230 bpm. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact transitioning to vt @ 270 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 03:26:41 on (B)(6) 2023.